Manufacturer narrative:
Concomitant product(s): product ID: 6947-58 lead, implanted: (B)(6) 2004. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the df1 lead in the right ventricular (rv) pace/sense port of the device. The set screw was tightened and the screw was driven deep and the torque screwdriver delivered feedback by ratcheting. The physician then realized that the wrong lead was in the wrong port and the set screw was backed out to allow the rv lead to be placed. Attempts to seat the rv lead failed as the set-screw was no longer able to bite the lead pin such that the rv lead was easily pulled free from the header. The device was removed and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.